Manufacturer narrative:
Article citation: kuo, chih-hung et al. "Lamellar sclerectomy augmented xen gel stent glaucoma surgery", european journal of opthalmology. April 17, 2020. (Pages 1-4). Request for further information has been made. Allergan has received no response from the author. The events of gel stent blockage, high intraocular, fibrosis, and bleb-related leakage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "lamellar sclerectomy augmented xen gel stent glaucoma surgery" noted a patient had a xen 45 gel stent surgery failed due to complete stent encapsulation with scar tissue and a blocked internal lumen and the patient's iop being 20 after 9 months. It was ultimately decided to leave this stent in situ and insert another xen device adjacent to it. Postoperatively, patient was given chlraphenicaol and dexamenthose eye drops for one month, then tapered off by 2 months. Patient returned to baseline vision day one after the procedure and iop remained between 9 and 13 mmhg through six months. The patient's bleb with the two stents was noted to be vascular, diffuse, and a low profile, but developed a bleb leak at limbus. This resolved with a bandage contact lens in two weeks.